Event description:
Follow up information received reported that the patient received assistance (appointment of (B)(6) 2013 was noted) from their physician and manufacturer representative and their concerns were resolved. If additional information is received, a follow up report will be sent

Event description:
Additional information received reported the cause of the urinary tract infections was not found. It was noted impedances were fine and the patient's device was reprogrammed to give her 3 new programs. The patient was instructed to try each new program for a week each to see if she got a response.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that when the lead wire was on the left after the implant it was working well at first, and then she had a uti in (B)(6) 2012 and then she got over it and back on track and they reprogrammed it several times. The patient stated that she "got frequent uti which she knew messed it up. The patient stated, they had put the wire on the other side because, she was not having success. It was indicated that the device having to be explanted due to a medical procedure. It was reported that patient "went to the clinic and had them put the wire on the other side because she was not having success. The patient reported that she has not had it reprogrammed that often since she got back from clinic because she had other medical issues. It was indicated that in (B)(6) 2013 was when she went to the clinic and he changed the lead to the right side and she had little to no success with that.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was stated that the patient experienced a loss of bladder control. It was stated that the patient had been having trouble with incontinence for the last 2 to 3 months prior to this report. The patient reportedly seemed to be "going all the time." It was noted that the therapy was helping for the first couple weeks. It was stated that the patient ended up getting a urinary tract infection, but then "ended up getting the therapy to work again." The patient reportedly had been getting urinary tract infections off and on for the "last 6 weeks or so" prior to this report. It was stated that the patient believed she still had a urinary tract infection and "couldn't seem to get rid of it." It was noted that the patient had the device reprogrammed "a few times." It was stated that the patient felt stimulation in the same area on each of her 4 programs. It was stated that the manufacturer's representative programmed the device on (B)(4) 2012 back at the original settings and the patient was "having success." The patient reportedly felt the stimulation in the left side of her vaginal area. The patient stated that she had tried increasing the stimulation until "it was so strong that she was almost sore the next day." The caller was redirected to the patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the patient was still having concerns with their device or therapy but had not sought further help. The patient noted, currently, they were not using their device. It was in the off position. It hadn't been a benefit in a long time. The doctor put the patient in retention with 200 units botox about 10 days ago. The patient was trying that. The doctor who put the device in had retired. The patient went to another clinic in ohio and the doctor put in a second lead - still no luck. Currently, the patient did not have a manufacturer's representative.

Manufacturer narrative:
Product ID: 3889-28, lot# v824102, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).